Manufacturer narrative:
The customer reported they were able to zero pressure next day. The customer refused service for this issue citing that the issue is no longer present. Not returned to manufacturer.

Event description:
It was reported that the customer could not zero pressure on the cardiosave intra-aortic balloon pump (iabp) display. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.